Manufacturer narrative:
Batch review performed on 18 may 2026 stem: amistem c 01.18.102 amistem-c lat. Size 2 (k103189) lot 2000006: (B)(4) items manufactured and released on 19-may-2020. Expiration date: 07-may-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is possible literature described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
At about 3 years and 11 months from the primar, the patient came in presenting pain as the result of a loose stem and the cause is unknown. There were no indications of trauma. The surgeon revised all medacta implants to competitor implants. The surgery was successfully completed.